Event description:
It was reported that the customer had a low battery alert and the customer's father changed the battery. Caller stated that the pump went through a countdown and asked to set the time and date. Once the time and date were set, the buttons would not allow the caller to navigate anywhere. Caller stated that the minutes are moving but the up and down keys will not respond. Customer's blood glucose level was 406 mg/dl. Customer changed the battery 1 week ago according to the alarm history. Battery did last more than 1 week. It was explained that the average battery life is about a week. Customer treated 2 units via manual injection. Caller stated that the numbers are not ramping on their own, but there is no response from any button and the minutes do change. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked keypad connector on the lcd board. Unable to verify for low battery, off no power alarm and perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to no act button response. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.